Event description:
It was reported that an unspecified error code occurred with no readings. Date of event is an approximation. The patient had a hyperglycemic event 1 day after the sensor was inserted into the arm. On (B)(6) 2024, the patient¿s continuous glucose monitor device was not providing any readings, and the exact error message provided could not be recalled. The patient was also using an insulin pump (brand not specified). Around 10 am, the patient was brought to the ER (emergency room) by her daughter. It was not specified how long the patient had been without cgm readings before going to the ER. No patient symptoms were reported. At the ER, the patient¿s blood glucose meter reading was 500 mg/dl. The patient was treated with insulin and IV fluids. The patient was discharged three days later, on (B)(6) 2024. The patient was in good condition at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information was received on 6/12/2024

Manufacturer narrative:
(B)(4).